Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # x. The lay user/patients x have been returned and evaluated by lifescan product analysis with the following findings: the xx passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter (with test strip lot# 3698957) read inaccurately high compared to his feelings and/or normal readings and compared to another test strip lot (lot# 3774318). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2016. The patient reported obtaining what he felt were inaccurate high blood glucose readings of "409, 397, 242, 474, 220, 139, 278, 247, 270 and 358 mg/dl" with the subject meter (with test strip lot# 3698957). The patient also reported obtaining a blood glucose reading of "409 mg/dl" with the subject meter (with strip lot 3698957) compared to a reading of "282 mg/dl" using another other test strip lot (3774318). The patient informed the csr that he manages his diabetes with insulin (self-adjuster). In response to the elevated results, the patient claimed he took an increased dose of insulin (6 units of humalog and type r) on (B)(6) 2016 at 7:30pm. During the follow-up call, the patient confirmed that as a result of the alleged issue he became "unconscious" and his wife "could not wake him up". The patient claimed the emergency medical services (ems) were contacted and treated him with IV glucose on (B)(6) 2016 at 3:00am. The patient claimed a blood glucose test was performed on the ems device after his blood glucose levels came back up and a result of "162 mg/dl" was obtained. During the follow-up call, the patient attributed the low blood glucose excursion to him having overmedicated in response to possible inaccurate high readings obtained with the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that were improperly stored. The csr educated the patient on storing the test strips properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 2: supplemental sent to correct information contained within follow-up # 1. The corrected data field in follow-up # 1 was incorrectly populated with erroneous text. This field should have been empty.